Event description:
It was reported that approximately one month post-op, an x-ray revealed that the rod disengaged from the screw on the left side of s1. No revision surgery is planned. The surgeon will continue to monitor the patient.

Manufacturer narrative:
Additional information will be provided when evaluation of this event is complete.